Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This device is currently being used on the outside of the body as a temporary pacemaker attached to a right ventricular (rv) lead and will remain that way until the infection clears. There were no additional adverse effects reported.